Event description:
Patient fell recently and had distal femur fracture from original surgery date of (B)(6) 2018. Today's surgery is to remove originally placed left total knee and revise to gmrs distal femoral replacement

Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon femoral component reported. The event was confirmed by medical review. Method & result: - product evaluation results: visual, dimensional, functional and material analysis not performed as the product is not returned. - clinician review: the available medical records were provided to a consulting clinician for a review which was rejected stating - "x-ray provided confirms fracture, need additional information; primary and revision operative reports, clinical and past medical history." - product history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. - complaint history review: there have been no other events for the lot referenced. Conclusions: it was reported that patient fell recently and had distal femur fracture. The available medical records were provided to a consulting clinician for a review which was rejected stating that x-ray provided confirms fracture, need additional information; primary and revision operative reports, clinical and past medical history. The exact cause of the event could not be determined because insufficient information was received. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient fell recently and had distal femur fracture from original surgery date of (B)(6) 2018. Today's surgery is to remove originally placed left total knee and revise to gmrs distal femoral replacement.